Manufacturer narrative:
A visual inspection, dimensional analysis and additional testing methods were performed on the returned device. The reported difficulty to remove the catheter from the guidewire was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulty to remove the catheter from the guidewire could not be determined. There were no damages not anomalies which could be directly attributed to the reported difficulty to remove the catheter from the guidewire. In this case, it is possible the coatings on the catheter or guidewire were insufficiently activated or there was a buildup of procedural contaminants on the guidewire which caused the reported difficulty to remove; however, these conditions could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed in the 50% stenosed and mildly tortuous de novo lesion in the right coronary artery. The dragonfly catheter was prepared per the instructions for use and the vessel was wired with a bmw universal ii guide wire. After successfully performing a pullback the catheter could not be retrieved as it got stuck on the distal part of the guide wire. Both the catheter and the guide wire were simply pulled out together. The procedure was successfully completed without imaging. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.